Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The data analysis of an old calibration from apr-2025 showed that the analyzer had displayed a time-out warning for the hbsag ii assay calibration. The qc was acceptable. The provided images of the sample tubes/sample material showed no visible clots or fibrins. The instrument data showed that the measuring cell had exceeded the recommended usage period. The field service engineer replaced the measuring cell. The product labeling states: "repeatedly reactive samples must be investigated using an independent neutralization test (elecsys hbsag confirmatory test). Samples confirmed by neutralization with anti-hbs are regarded as positive for hbsag." Per the labeled specificity and sensitivity claim of the assay: single false positive or false negative results can occur with the elecsys hbsag ii assay. The product labeling also states: "calibration frequency: calibration must be performed once per reagent lot using hbsag ii cal1, hbsag ii cal2 and fresh reagent (i.e. Not more than 24 hours since the reagent kit was registered on the analyzer). Calibration interval may be extended based on acceptable verification of calibration by the laboratory. Renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot. After 7 days (when using the same reagent kit on the analyzer). As required: e.g. Quality control findings outside the defined limits". The reagent performs within specifications. The service action of replacing the measuring cell resolved the issue. Based on the old calibration and the exceeded measuring cell age, the root cause was due to a hardware-related issue.

Manufacturer narrative:
The cobas e 402 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested with elecsys hbsag ii assay on a cobas pure e 402 analytical unit. The results were reactive when the samples were tested using serum tubes, but negative when tested using edta anticoagulant tubes. Sample 1: initial result: 11.20 coi (interpreted as reactive). 1st repeat result: 0.45 coi (interpreted as non-reactive). 2nd repeat result: 14.30 coi (interpreted as reactive). On (B)(6) 2025: 3rd repeat result: 6.82 coi (interpreted as reactive). 4th repeat result: 10.09 coi (tested on abbott architect and interpreted as reactive). 5th repeat result: 7.02 coi (tested using serum tubes on a different cobas pure and interpreted as reactive). 6th repeat result: 0.469 coi (tested using edta anticoagulant tubes on a different cobas pure and interpreted as non-reactive). 7th repeat result: 6.82 coi (tested using serum tubes after re-centrifugation on a different cobas pure and interpreted as reactive). Sample 2: initial result: 2.00 coi (interpreted as reactive). 1st repeat result: 1.98 coi (interpreted as reactive). On (B)(6) 2025: 2nd repeat result: 1.51 coi (tested using serum tubes on a different cobas pure and interpreted as reactive). 3rd repeat result: 0.489 coi (tested using edta anticoagulant tubes on a different cobas pure and interpreted as non-reactive). 4th repeat result: 1.49 coi (tested using serum tubes after re-centrifugation on a different cobas pure and interpreted as reactive). Sample 3: initial result: 2.44 coi (interpreted as reactive). 1st repeat result: 2.00 coi (interpreted as reactive). On (B)(6) 2025: 2nd repeat result: 1.42 coi (tested using serum tubes on a different cobas pure and interpreted as reactive). 3rd repeat result: 0.465 coi (tested using edta anticoagulant tubes on a different cobas pure and interpreted as non-reactive). 4th repeat result: 1.41 coi (tested using serum tubes after re-centrifugation on a different cobas pure and interpreted as reactive). Sample 4: initial result: 1.55 coi (interpreted as reactive). On (B)(6) 2025: 1st repeat result: 0.401 coi (tested using serum tubes on a different cobas pure and interpreted as non-reactive). 2nd repeat result: 0.474 coi (tested using edta anticoagulant tubes on a different cobas pure and interpreted as non-reactive). 3rd repeat result: 0.389 coi (tested using serum tubes after re-centrifugation on a different cobas pure and interpreted as non-reactive). Sample 5: initial result: 0.44 coi (interpreted as non-reactive). 1st repeat result: 1.70 coi (interpreted as reactive). On (B)(6) 2025: 2nd repeat result: 0.451 coi (tested using serum tubes on a different cobas pure and interpreted as non-reactive). 3rd repeat result: 0.444 coi (tested using edta anticoagulant tubes on a different cobas pure and interpreted as non-reactive). 4th repeat result: 0.566 coi (tested using serum tubes after re-centrifugation on a different cobas pure and interpreted as non-reactive).